Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that initially, this pacemaker device showed one year remaining longevity. A few months after, the device showed 6 months remaining longevity. During the recent device check, the device showed two years remaining longevity with a magnet rate of 90 pulses per minute (ppm). Boston scientific technical services (ts) discussed possible reason for this issue. The health care professional (hcp) will follow up again in six weeks and reassess the device by then. As of this time, the device remains in service. No adverse patient effects reported.